Event description:
It was reported that the patient¿s pump dosed insulin more aggressively after a weight entry remained unchanged, and the patient experienced hypoglycemia with a blood glucose of 59 mg/dl that rose to 71 mg/dl after treatment with approximately 15 grams of carbohydrate and two glucose tablets. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and recovery without alarms or hospitalization, and the patient was referred for additional training with a diabetes trainer. Investigation included complaint evaluation. Investigation of this case revealed that the cause of the hypoglycemia remained unclear. It was concluded that the event involved hypoglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.